Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. Additionally, the investigation found that the image is black, and no image is displayed due to wear on the electrical contacts of the video connector. The investigation also found: e218 (scope failure) occurs due to damage to the imaging unit and damage to the circuit board in the video connector causes e218 (scope failure). Based on the results of the investigation, it suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported the subject device image had a blacked out during preoperative inspection. The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.